Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Head pops off...fallen off - oral-b [device breakage]. Motor stopped working in toothbrush - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the motor stopped working in their oral-b toothbrush and the oral-b toothbrush head popped off/fell off of the oral-b toothbrush while brushing. No injury was reported.